Event description:
A biomedical technician (biomed) at a user facility reported that a granuflo dissolution tank motor had a burning smell and was smoking. This was discovered upon troubleshooting, due to the mixer skipping transfer mode (during dissolution) and going to cycle complete. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The motor was the original fresenius part on the machine. The biomed replaced the motor, which resolved the machine issue. The unit is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the smoking motor. The biomed confirmed that the motor has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the recirculation motor (pump) assy was returned to the manufacturer for physical evaluation. An exterior inspection found rust on the mounting bracket and starting capacitor of the assembly. The wiring inspection revealed no damage. The motor/pump operation test passed. The motor/pump functioned properly with power applied. After removing the pump assembly from the motor, the drive magnet on the motor turned freely by hand. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was not confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a granuflo dissolution tank motor had a burning smell and was smoking. This was discovered upon troubleshooting, due to the mixer skipping transfer mode (during dissolution) and going to cycle complete. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. There was no harm to any patients or individuals because of this malfunction. The motor was the original fresenius part on the machine. The biomed replaced the motor, which resolved the machine issue. The unit is back in service. The biomed confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the smoking motor. The biomed confirmed that the motor has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.